Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 306 mg/dl at the time of the incident. Troubleshooting was provided. Motor alarm was cleared. The insulin pump will be returned for analysis.